Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies that triggered the insulin pump to go into threshold suspend mode. The blood glucose reading was 103 mg/dl compared with the sensor glucose reading of 48 mg/dl. The customer stated that on another occasion, the sensor glucose reading was 51 mg/dl, which triggered the threshold suspend alarm, when the blood glucose reading was 107 mg/dl. He also reported issues with the calibration procedure. Advised the customer to call back if further assistance was needed with the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.